Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had an absence of a no delivery alarm. Customer reported the infusion set was kinked in their body twice, but the customer did not receive any alarms. The customer also reported their blood glucose was high for three days. Customer's blood glucose reached 400 mg/dl. Customer also reported a blood glucose of 394 mg/dl. The customer was assisted with a high pressure test and reported a no delivery alarm did occur. The insulin pump will not be returned for analysis.